Event description:
Complainant alleged that during routine testing, there was no display and a crack in the middle of the liquid crystal display. There was no pt involvement during the reported malfunction.